Event description:
It was reported that during the checkout of the  safety disk by a getinge field service engineer (gfse), the cardiosave intra-aortic balloon pump (iabp) failed the pneumatic interface module 3rd leak test in diagnostic mode. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes and investigation conclusions), h10.additional contact information: (name:(B)(6), occupation: biomed, contact: (B)(6).a getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing the pneumatic interface module. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received pneumatic interface module with a reported unit failure of a failed leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Part passed all tests. Could not confirm any failures. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.